Event description:
Through journal article "risk of anaplastic large cell lymphoma following postmastectomy implant reconstruction in women with breast cancer and ductal carcinoma in situ", healthcare professional reported "five cases of breast alcl were diagnosed over 421 223 person-years." Pathological markers confirming alcl have not been received. Device status' are unknown. This represents an unknown side.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: lymphoma - alcl - suspected. Article citation: kinslow, connor j., et al. "Risk of anaplastic large cell lymphoma following postmastectomy implant reconstruction in women with breast cancer and ductal carcinoma in situ." Jama network open, vol. 5, issue 11, 22 november 2022, page e2243396, http://dx.doi.org/10.1001/jamanetworkopen.2022.43396.

Manufacturer narrative:
Additional, corrected and/or changed data. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Through journal article "risk of anaplastic large cell lymphoma following postmastectomy implant reconstruction in women with breast cancer and ductal carcinoma in situ", healthcare professional reported "five cases of breast alcl were diagnosed over 421 223 person-years." Pathological markers confirming alcl have not been received. Literature author provided additional information that the seer coding manual was used for the classification of cases in determining alcl, and confirmed based on the data. Device status' are unknown. This represents an unknown side.